Event description:
An attempt was made to deploy a 3.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent in a patient; however, it was reported that post inflation of the sds balloon, ivus confirmed that there was no stent in the vessel. The physician investigated and discovered the stent remained inside of the protective sheath. No resistance or abnormalities were noted when removing the device from the hoop. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon had been inflated. There was a clear liquid present in the balloon and inflation lumen. The stent was returned still present on the stylette in the sheath of the balloon. The returned sheath was compared with a similar sheath used during the manufacture of this batch with no abnormalities noted. Visual inspection confirmed the presence of crystalized residue within the sheath and damage to the stent segments. The stent was carefully removed from the sheath. There were large amounts of residue present on the proximal segment and along the stent. There was blood residue present on one stent segment. There were gaps evident between stent segments, and a number of struts were slightly raised and deformed. Although information received from the account confirmed that the corrective technique was used during removal of the sheath the damage evident to the struts of the returned stent is consistent with incorrect handling techniques used when removing the sheath and the stylette. The presence of crystallized residue on the stent also indicates that flushing of the guide wire lumen may have been attempted with the stylette and sheath in place; however, this cannot be confirmed. The device has not been identified as the root cause of the event. The possibility exists that the stent slippage may have occurred due to the handling technique used when removing the sheath and the stylette. It was reported that the absence of the stent on the balloon was noted post inflation of the balloon at the target lesion suggesting that the device was not inspected prior to delivery as is recommended in the endeavor jx instructions for use (IFU), however, as this would not have impacted on the stent slippage, no root cause for this complaint can be determined and no conclusion can be drawn.

Manufacturer narrative:
(B)(4): evaluation results and conclusions: damaged to the stent consistent with sheath and stylette removed incorrectly. Device not inspected prior to use.